Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by dr. (B)(6) that the anchor fractured off of a silent nite 3d device. Additional information received reported that the event occurred on 05/21/2026, while the 51-year-old, male patient was sleeping. The patient did not suffer any injury or adverse outcome and no medical intervention was required. The patient stopped using the device the day it broke. The device will be returned.

Event description:
Additional information received reported that the patient has a history of snoring and has excellent oral hygiene. The patient did not present with any symptoms. The reported appliance was replaced with a similar product.

Manufacturer narrative:
Additional information: a2, b5, b7, d9 manufacturer reference #: comp-(B)(4).